Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer's site. During functional evaluation of the console, the reported damaged articulated arm and misaligned aiming beam was confirmed. The fse replaced the articulated arm component restoring console's functionality. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). Based on the information available and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the aiming beam is misaligned. There was no patient involvement.

Event description:
It was reported that the aiming beam is misaligned. There was no patient involvement.